Event description:
It was reported that a user called to report low glucose while wearing two fl3+ sensors that displayed values of 69 mg/dl and 62 mg/dl, and the user stated he drank soda to raise glucose. Customer care provided support that included complaint history review and user education on hypoglycemia management and sensor reading interpretation. Investigation of this case revealed that the cause of the low glucose event was not determined. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention. It was concluded that a device malfunction was not confirmed and that the event was consistent with hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.